Event description:
It was reported during a colectomy procedure, the surgeon stated that after the patient was move to solid diet, there was a leak. No further information provided.

Manufacturer narrative:
(B)(4). Date sent 8/14/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2025. H6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested, and the following was obtained: what were the indications for surgery? ¿ temporary colostomy after resection for complicated diverticulitis what surgical procedure was performed? ¿ colostomy reversal did the patient receive any preoperative chemotherapy or radiation? ¿ no were there any issues experienced with the device in the initial surgical procedure? ¿ no, case seemed routine, no issues what healthcare professional fired the device and what is his/her experience with the device? ¿ dr (please refer to the attached mail), her general experience is she prefers the powered circular stapler because it is easier to fire. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¿ as tight as can be did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? ¿ no to retightening were there any issues with device use/firing? ¿ no what confirmation was received that the device completed the firing sequence? ¿ green checkmark; once she is done firing, hold for 1 min, 2 donuts, does not open until green check mark was the green checkmark visible at the end of the firing? ¿ yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? ¿ no difficulty was a complete transection of the white breakaway washer visually confirmed? ¿ yes were the donuts inspected? If so, please describe. ¿ yes, complete donuts were there any issues noted with staple formation? If so, please describe the shape and location. ¿ no issues were noted with staple formation does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? ¿ she said it's hard to say but she had talked to the patient's pcp (for one case) and that it may be related to immune deficiency but she is unsure about the other case was a leak test performed? If so, what type and what was the result? ¿ yes she is very meticulous about the leak test, no leak intraoperatively was the staple line visualized endoscopically during the initial surgical procedure? ¿ no camera is inserted, los al only has a rigid sigmoidscope and she doesn't like to use due to the fresh anastomosis how many days postoperative did the leak occur? ¿ for the one case, 3-4 days after procedure , for the other case, she's unsure how was the leak identified? ¿ patient went and developed pain after eating then went to ER and was transferred back to los alamitos. CT scan didn't say that patient had a leak. Patient came in spetic and was stabilized. Patient was reoperated on what was observed at the site of the leak upon reoperation? ¿ there was an open area on right side of colectomy; mucosa how was the leak addressed? ¿ dr. Reoperated and gave patient a diverting ileostomy.